Event description:
Received a report that the stent delivery system was noted to have a leak in the balloon. The physician attempted to place a biodivysio oc 3.0 x 28mm stent in the mid left anterior descending artery that was 70% stenosed. Prior to being used on the patient, it was reported that the stent delivery system was prepped according to the instructions for use. A 20 cc syringe with 5 cc of contrast-saline mixture was attached to the inflation port and negative pressure was applied. Continuous bubbling was noted within the syringe. The physician believed there was a leak in the balloon, therefore, the device was not used. Another biodivysio oc 3.0 x 28mm stent was used and successfully deployed. There was no report of an adverse patient event.